Manufacturer narrative:
Height adjustment rack.

Event description:
It was reported by service report that the cot wouldn't lower all the way down. No adverse consequences or injuries have been reported.